Event description:
The customer reported that the +18.0 diopter cc4204a collamer single piece lens tore just as the surgeon was placing it in the eye. The incision was enlarged, the lens was cut out of the eye and sutures closed the wound. Another same model lens was implanted. The reporter stated the injector plunger often bends when inserting the lens and sometimes the tech does not seat the lens properly during loading. The cause of the event is unknown.

Manufacturer narrative:
Visual inspection of the returned lens showed the lens was received in liquid and both haptic plates and a piece of the optic was torn off and missing. Based on the complaint information, the lens work order search and product evaluation, we were unable to determine a specific root cause of the event. (B)(4).

Manufacturer narrative:
(B)(4). Event problem:(B)(4): evaluation:method - lens work order search.results - a parent/child lens work order search was performed and there were no similar complaints found. Conclusion - based on the complaint information and work order search, we were unable to determine a specfic root cause of the event. (B)(4)

Manufacturer narrative:
Per medical review - reportedly, intraoperative single-piece collamer iol exchange was performed to address lens damage ("tore upon insertion"). Incision was slightly enlarged for lens removal and another lens of same model was successfully implanted. The surgeon sutured the wound. No reported postoperative sequelae. According to the report, by a nurse, dated on (B)(6) 2014 the most likely reason of the event was unknown. It should be noted that user error during loading or handling could have caused/ contributed to the event. An injection system lot number search was performed and no similar complaints were found. Based on the complaint history, work order search, injection system lot number search, medical review and the evaluation of the returned product, a possible cause of the event was user error during loading or handling. (B)(4).

Manufacturer narrative:
This is a resubmission to correct MFR # for supp# 3 in which the MFR number was reported incorrect. Claim# (B)(4).

Manufacturer narrative:
The following statement should have been added in supplemental #3: device history record (DHR) review: review of the manufacturing, inspection, and packaging process concluded there was nothing found to suggest a contributory factor to this complaint. Claim# (B)(4).